Event description:
It was reported that this pacemaker exhibited rising impedance measurements and high capture thresholds on the right ventricular (rv) lead. Additionally, it was noted that this pacemaker reached an elective replacement indicator (eri). The physician opted to explant the pacemaker and the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.